Event description:
Account reported that after flap creation, flap lift and treatment the surgeon was replacing the flap and noticed a tear in the flap. He did not realize there was a tear at first when he lifted it. A bandage contact lens was applied. Best corrected visual acuity: pre op 20/20, post op day 1 20/20.

Manufacturer narrative:
(B)(4). Application support manager contacted account and left message for surgeon to address programming less than 120 micron flap depth. All pertinent information available to abbott medical optics has been submitted. Placeholder.